Event description:
Customer reported, the system displayed a calibration error message. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the calibration files. System operates as intended.